Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer stated that, the blood glucose started elevating midday. His blood glucose were at 419 mg/dl, 443 mg/dl and 320 mg/dl. Customer treated the highs with boluses from the insulin pump. He kept bolusing and the blood glucose and did not come down. Night the blood glucose were at 477 mg/dl. He changed the set in the middle of the night. When he woke up next day and the blood glucose were down to 260 mg/dl. He has given his self manual injections. The blood glucose at time of incident was 320 mg/dl and current blood glucose was 161 mg/dl. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Performed displacement test which was passed. The device is expected to be returned for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing.